Manufacturer narrative:
Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: the ventilator failed to meet its specification, while the device was being used for treatment of a patient the ventilator unit lost connection. Medical intervention was required for the ventilated patient by means of bag ventilation and the defective device was replaced. The complainant informed us that the event had no impact on the patient's status of health. No harm to patient, user or third party was reported. The customer took the hamilton-g5 out of use as the device had exceeded its expected lifetime of 8 years and replaced it with a hamilton-c6. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The root cause of the lost ventilator unit connection could not be determined as there is insufficient information and no hardware has been returned to analyze.

Event description:
Hamilton medical ag received the following incident description: during ongoing operation without immediate prior operation, the device issued a red alarm in combination with a continuous buzzer tone. The device's screen was pixelated and there were no longer any operating options. Apparently the device continued to ventilate, but no statement can be made about whether it was functioning correctly. Fortunately, the nursing staff was present in the room and the device was immediately separated from the patient, who continued to be ventilated manually with a resuscitator and the defective device was replaced. In the meantime, parts of the screen were visible again, but still without any operating options. The device was then switched off and on again using the main switch. The device's display then functioned normally again and the error message tf9432 with a red alarm is continuously displayed. The device was marked as defective, taken out of service and taken to storage room 164. All accessories (expiratory valve, hose system and flow sensor) were left on the device to investigate the cause.

Event description:
Hamilton medical ag received the following incident description: during ongoing operation without immediate prior operation, the device issued a red alarm in combination with a continuous buzzer tone. The device's screen was pixelated and there were no longer any operating options. Apparently the device continued to ventilate, but no statement can be made about whether it was functioning correctly. Fortunately, the nursing staff was present in the room and the device was immediately separated from the patient, who continued to be ventilated manually with a resuscitator and the defective device was replaced. In the meantime, parts of the screen were visible again, but still without any operating options. The device was then switched off and on again using the main switch. The device's display then functioned normally again and the error message tf9432 with a red alarm is continuously displayed. The device was marked as defective, taken out of service and taken to storage room 164. All accessories (expiratory valve, hose system and flow sensor) were left on the device to investigate the cause.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: the ventilator failed to meet its specification, while the device was being used for treatment of a patient the ventilator unit lost connection. Medical intervention was required for the ventilated patient by means of bag ventilation and the defective device was replaced. The complainant informed us that the event had no impact on the patient's status of health. No harm to patient, user or third party was reported. The customer took the hamilton-g5 out of use as the device had exceeded its expected lifetime of 8 years and replaced it with a hamilton-c6. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The root cause of the lost ventilator unit connection could not be determined as there is insufficient information and no hardware has been returned to analyze. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: during ongoing operation without immediate prior operation, the device issued a red alarm in combination with a continuous buzzer tone. The device's screen was pixelated and there were no longer any operating options. Apparently, the device continued to ventilate, but no statement can be made about whether it was functioning correctly. Fortunately, the nursing staff was present in the room and the device was immediately separated from the patient, who continued to be ventilated manually with a resuscitator and the defective device was replaced. In the meantime, parts of the screen were visible again, but still without any operating options. The device was then switched off and on again using the main switch. The device's display then functioned normally again and the error message tf9432 with a red alarm is continuously displayed. The device was marked as defective, taken out of service and taken to storage room 164. All accessories (expiratory valve, hose system and flow sensor) were left on the device to investigate the cause.